Event description:
It was reported that high thresholds and low sensing were observed. Micro-dislodgement was found. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.